Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in a 23-year-old female patient who had essure (batch no. 789036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". The patient's medical history included live birth ((B)(6) 2008, (B)(6) 2010), seizure and grand multiparity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), mood swings ("hormonal changes- describe: mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss") and was found to have weight increased ("weight gain/ loss (spcify which one) :weight gain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract") and cystitis ("infection (bladder/urinary tract/ vaginal) type: bladder"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, mood swings, urinary tract infection, female sexual dysfunction, rash, migraine, headache, nausea, allergy to metals, dyspareunia, pelvic pain, vaginal discharge, weight increased, alopecia and cystitis outcome was unknown. The reporter considered allergy to metals, alopecia, cystitis, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, migraine, mood swings, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 150 lb. Injury type- product in place. Discrepancy noted in date of insertion- (B)(6) 2010, (B)(6) 2011. Insertion details-right-left essure was placed with half a coil visible into the cavity. Right essure was placed with 4 coils visible into the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure (batch no. 789036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test." The patient's medical history included live birth ((B)(6)), seizure and grand multiparity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), mood swings ("hormonal changes- describe: mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss") and was found to have weight increased ("weight gain/ loss (specify which one) :weight gain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract") and cystitis ("infection (bladder/urinary tract/ vaginal) type: bladder"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, mood swings, urinary tract infection, female sexual dysfunction, rash, migraine, headache, nausea, allergy to metals, dyspareunia, pelvic pain, vaginal discharge, weight increased, alopecia and cystitis outcome was unknown. The reporter considered allergy to metals, alopecia, cystitis, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, migraine, mood swings, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lb. Injury type- product in place. Discrepancy noted in date of insertion - (B)(6) 2010, (B)(6) 2011. Insertion details-right- left essure was placed with half a coil visible into the cavity. Right essure was placed with 4 coils visible into the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16 kg/sqm. Most recent follow-up information incorporated above includes: on 03-jun-2021: mr received - lot number were added. New reporter, medical history, insertion details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.